Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr1129 showed thirteen other similar product complaint(s) from this lot number. The complaints for this lot number (recr1129) have been reported from the same facility in taiwan.

Event description:
It was reported the device package was deformed on 14 devices (the sterility of device was suspected to be not in good condition). Devices were not used on patients. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of deformed packaging is confirmed and the cause appeared to be associated with prolonged exposure to excessive heat. Fourteen 22 ga x 0.75 in huber plus infusion sets in unopened packaging were returned for investigation. The plastic was observed to be warped and the flanges were partially separated from the tyvek packaging. The presence of the seal was observed; however, a complete separation from the seal was observed on two of the fourteen samples due to the deformation of the trays. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. The product IFU found on (B)(6) states ¿do not use if package is damaged¿.

Event description:
It was reported the device package was deformed on 14 devices (the sterility of device was suspected to be not in good condition). Devices were not used on patients. This report addresses the second device.